Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime process. It was stated that the customer was disconnected during prime. It was stated that the piston continues moving forward after the reservoir makes contact and insulin squirts out, followed by the error alarm. It was stated that the numbers did not appear on the screen. And the beeps could not be heard. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The motor was tested outside of the device and passed. Further testing could not be performed due to the motor error alarm.